Manufacturer narrative:
The menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Event description:
On (B)(6) 2013, it was reported that the menu button on the patient's infusion device only functions intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.